Event description:
A malfunction alarm was reported, specifically indicated as malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which successfully resolved the issue as the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support if the issue happens again, which they acknowledged and understood.